Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of above 200 mg/dl. The customer experienced symptoms such as nausea, tachycardia and sick to stomach. The customer was treated with intravenous fluid, insulin pump and insulin shot. Customer was declined to troubleshooting. The insulin pump will not be returned for analysis.